Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two implantable cardioverter defibrillators (ICD) were examined prior to implant. Both devices displayed a telemetry problem and were unable to provide a longevity estimate even after leaving them at room temperature and waiting to interrogate. Both device were never used. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated there was a low telemetry battery voltage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.